Event description:
It was reported that the programmer and radiofrequency (rf) head were not able to establish telemetry with the implanted device. Another programmer was to be used. The programmer and rf head will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was damaged and failed functional testing. As a result the cable and label were replaced. After this the device passed functional testing.